Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call insertion issue with the infusion set . The customer¿s blood glucose was 450 mg/dl at the time of incident. Customer stated that the serter was bending the infusion set during insertion. Customer was advised that serter should be free of dust and tape residue. Customer also reported to have experienced a high blood glucose of 450 mg/dl and treated with manual injection. Customer declined high blood glucose troubleshooting. The customer was advised that a replacement serter will be sent. No insulin pump is expected to return for analysis.